Event description:
It was reported that there were patients that experienced cerebral vascular accidents. It was reported that 9-10 patients were successfully implanted with the watchman flx closure device. At unknown times post procedure all of the patients experienced cerebral vascular accidents. No additional information was provided on specific patients or watchman flx closure device product details. No treatment or intervention information was provided.